Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that the pusher wire broke. A .035 interlock 2d 10mm x 40cm was selected for use in a pelvic vein embolization procedure. During standard deployment of the coil into the target location, it was observed that the pusher wire was floppy due to a broken core wire. The coil was able to be deployed and the pusher wire was retrieved. The procedure was completed with the original device. There were no patient complications.